Event description:
It was reported that a patient experienced air in the patient line and supply line of a homechoice cassette without an alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) assisted the nurse with ending the therapy session and the nurse would restart therapy with all new supplies. Proper procedures per the user manual were reviewed with the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.